Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that system unable to boot up. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and the customer stated that they shut the system off and booted it back up, shut the room off to the breaker box but issue persists. The rse found touchscreen modules came up fine, and the customer can touch the buttons, and the system will x-ray but there was no video on the flex vision monitor and in the control room monitor and suspected to replace the flexvision pc. The rse requested onsite support. The philips field service engineer (fse) went onsite and found that the issue was the system was not booting up intermittently on system turn on, checked with the tech support and confirmed host pc was at fault. To resolve the issue, the fse replaced the host pc. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.